Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: catalog number- 2426-0007 1ea on inspection it looked like the IV tubing had a hole in it which caused fluid to leak.

Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The drip chamber was cut from the set. No other defects or abnormalities were observed. The set was primed with water and pressurized. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.